Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2108-50m, serial:(B)(4), batch: 16827.

Event description:
It was reported that patient was experiencing inadequate stimulation due to lead migration which was confirmed through x-ray. The patient underwent a lead replacement and was doing well postoperatively. The explanted leads were not returned.